Manufacturer narrative:
Date rec'd from MFR 17jul2019. Serial number (B)(4) obtained. The customer received a part but it was not the one the customer wanted. The customer was redirected to conso service to order the correct replacement part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
Customer contacted technical support (ts) stating that unit's oxygen fastening end is pierced. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.